Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient was asleep and woke up to her cgm showing a sensor failed alert. Upon waking, the patient was experiencing dizziness and vomiting. The patient did not insert a new sensor as she was not feeling well. Ems was called and the patient was transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was in the 400s mg/dl. The patient was treated with IV insulin. She was discharged on (B)(6) 2026 (more than 24 hours) with a bg meter reading of 413 mg/dl. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.